Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first step of laparoscopic bypass procedure, the surgeon was able to press the green button but was unable to squeeze the handle and the reloads could not be fired from the device. A reload replacement was done to complete the case. There was no patient injury.